Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was delivered due to noise on the lead and was confirmed via egm. The lead was capped on (B)(6) 2016. Patient was stable.